Event description:
(B)(6) 2022 patient had 18g pdo thread implanted. (B)(6) 2022 patient had a thread poking under the skin at end point. Portion of the thread was removed with needle nose tweezers. Thread irregularity at 4.4cm. (B)(6) 2013, practitioner confirmed patient ID (B)(6) was doing well.